Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the patient presented with myocardial infarction in the ER and was taken to the cath lab. A 2.75x28 mm promus stent was implanted in the proximal left anterior descending (lad). The patient went through the procedure just fine. The patient was put on plavix; however, 40 hours later, had chest pain. The stent was totally blocked due to thrombosis and a 2.75x15 mm promus stent was implanted in the same proximal lad. The patient is fine. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as another MFR distributes promus in the united states as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Angina and thrombosis are known outcomes of coronary stenting procedures, and are listed in the product instructions for use, as potential adverse events. In this case there was no report of damage to the sds or difficulties during the procedure which could have contributed to the angina and thrombosis. It is possible that the angina resulted from the thrombosis of the target lesion. Though a definite cause for the angina and thrombosis cannot be determined, there are no indications of any product deficiencies which could have contributed to the outcome of the procedure.